Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20, and confirmed it did not cause any adverse impact to the customer's blood glucose level. Although the problem did not occur during the load process and the specific alarm had not been previously reported for this pump, other cartridge alarms with consecutive cartridges had been observed. Tandem technical support decided to replace the pump under warranty and send a new one with updated software. The caller was informed to use multiple daily injection (mdi) therapy as a backup to ensure insulin delivery was not interrupted. Instructions were provided for returning the problematic pump and the caller was advised to set up the replacement pump's settings and connect their continuous glucose monitor (cgm) upon receipt.